Manufacturer narrative:
The device is not expected to return for analysis. If additional information provided, a supplemental emdr will be submitted. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
A pericardial effusion and cardiac tamponade occurred. During a pulmonary vein isolation using farapulse, cavo tricuspid isthmus (cti) ablation was performed with versacross fixed sheath and farawave ablation catheter were selected for use. At the end of the procedure, pericardial effusion was identified at right atrium (ra). During cti, cardia tamponade occurred. There were no changes in vital signs during the procedure, and the procedure was completed. The patient injury was discovered during a postoperative ultrasound examination. Pericardial drainage was performed. Based on the physician's assessment, the event is not considered related to the product. The physician's level of procedural experience was noted as the potential contributing factor. The physician who performed the procedure said that they were unsure about the timing. The patient was hospitalized beyond standard care of time. Patient has been discharged on (B)(6) 2026.